Event description:
Additional information showed the por error message was caused by an overdischarged device battery. The device was reset and the patient was receiving 'great' stimulation and pain relief.

Manufacturer narrative:
Concomitant products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37742, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type recharger.

Event description:
It was reported that stimulation was not able to be adjusted and there was a por (power on reset) condition. No further information was reported. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, product type lead. (B)(4).